Event description:
It was reported that a homechoice automated pd set with cassette leaked. The patient stated that the supply bag connection was loose and the solution leaked onto the floor. This event occurred during dwell two of four of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: the homechoice set with cassette was received and evaluated. A visual inspection, leak test, clear passage test and clamp function test were performed with no issues noted. Sample was not confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported issue could not be determined based on the information available. Should additional relevant information become available, a follow-up report will be submitted.